Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38-39 mg/dl. Cause was not known. Customer consumed carbohydrates and took glucose pills to address low bg. Tandem technical support investigated the pump logs and determined the pump was functioning as intended.